Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the fluid level was low in the lens vial and there was sediment inside the cap. The lens was implanted without complication.